Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that a system 7 aseptic battery housing fractured during a procedure and the non-sterile battery fell on the sterile surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, fracture of the battery housing, was confirmed. The battery housing was discarded at the manufacturer.

Event description:
It was reported that a system 7 aseptic battery housing fractured during a procedure and the non-sterile battery fell on the sterile surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.